Event description:
It was reported that the patient contacted support while experiencing a blood glucose level of 72 mg/dl. The patient stated that they avoided announcing meals because doing so caused them to go low. The patient was informed that lows can occur after a high and that announcing meals on top of the device¿s correction algorithm can be unsafe. The low blood glucose event that day occurred following a high that resulted from not announcing meals. The patient was advised that a training session could be scheduled to review proper meal announcing and to discuss the possibility of a factory reset. The patient¿s blood glucose was affected during the event, with a reported low of 55 mg/dl lasting approximately 15 minutes. The patient used coffee and a snack to treat the low and reported sometimes using soda or juice for treatment. No assistance was required, and no professional medical intervention or additional help was received. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.